Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had right lower quadrant abdominal pain. The impedance measurement were c and 2 > (greater than) 20000; c and 3 at 366; 2 and 3 >(greater than) 20000. The patient tightening resolved the issue.

Event description:
It was reported that the patient had impedance issues post-operative. Upon returning to the or (operating room) and opening the pocket, one loosened and tightened again, the impedance was within normal range. Healthcare provider was concerned that there may be an issue with whether the torch wrench was tightening the pins sufficiently in the pocket. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported that a field engineer went with the manufacturer representative 3 days ago to get information on the issue and understand it.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_wrench_acc, serial # unknown, product type accessory; product ID neu_wrench_acc, serial # unknown, product type accessory. (B)(4).